Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that it was received a cori 2.0 software for ous, and while testing it was discovered what seems to be a bug. The tibia superior/transversal view is out of center in the planning screen. It was tried to troubleshoot without success, reproducing the steps following the screenshots order. Since the issue happened after restoring a previous session, it was thought that arrays might have moved in between, but it could not be reproduced. After the issue occurred the case was not restarted, so it is unknown if this could have already solved the issue. This did not occur again so far. As this happened during a lab demo, there was not patient involvement.

Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review was completed. The software files were downloaded and provided for investigation. The analysis of the log files shows that tibia superior/transversal view out of center might have occurred due to improper free collection of tibia bone. Through images we can see the user cleared some collected points and recollected some new ones, this could've been done the wrong way. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with improper bone collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h10 (corrected results of investigation): the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review was completed. The software files were downloaded and provided for investigation. The analysis of the log files shows that tibia superior/transversal view out of center might have occurred due to improper free collection of tibia bone. Through images we can see the user cleared some collected points and recollected some new ones, this could've been done the wrong way. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with improper bone collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).